Event description:
A (B)(6) male who underwent lvad placement as destination therapy on (B)(6) 2011 secondary to end-stage ischemic cardiomyopathy. He had been inotrope dependent and was on home milrinone therapy. He was admitted on (B)(6) 2011 from clinic with asymptomatic hemolysis with concerns for possible vad thrombosis. He was treated empirically with IV heparin and discharged on (B)(6) 2011 after his inr reached his new therapeutic window of 2-3. He had no associated vad dysfunction and imaging for possible thrombus was negative. He was readmitted on (B)(6) 2011 with right-sided flank pain that he noted at that time had been present for a few months. He also noted a low-grade fever to 99.9 at home prior to admission. A CT of the chest, abdomen and pelvis was done to search for potential cause of his pain, revealing that the lvad in place. He had evidence of worsening hemolysis and acute anemia and received 3 units of packed cells. Imaging revealed that his aortic valve was opening regularly. This finding is consistent with incomplete unloading of his left ventricle by the lvad and concerning for vad malfunction. He was treated with bivalirudin for anticoagulation and milrinone to support his cardiac function. His kidney function improved with these therapies. His admission lda was approximately 1300 which improved to 300 by the time of discharge consistent with resolution of hemolysis. He was discharged on aggrenox and aspirin with an inr target of 2.5 to 3.0. He was hemodynamically stable with normal vad function at the time of discharge on (B)(6) 2011. On (B)(6) 2012, he represented with flank pain and worsening renal function. Blood cultures were positive for klebsiella and he was treated for sepsis. Despite antibiotic therapy, he developed worsening hypotension. He developed low flow alarms. Echocardiography revealed a dilated left ventricle. He had a ramped speed study under echo guidance and despite increasing the vad speeds to 11,000 rpms, the aortic valve continued to open regularly consistent with vad malfunction and obstruction of blood flow through the device. Given these findings, he was taken to the operating room on (B)(6) 2012 and underwent vad exchange. No thrombus was visualized in the inflow or outflow cannula at the time of vad explant. Post-operatively, the patient developed vasoplegia with a high vasopressor requirement. He had worsening multi-organ system failure and on (B)(6) 2012, the patient's family requested withdrawal of care.